Event description:
It was reported that the patient came into the clinic for a follow up and during interrogation the automatic safety switch was at unipolar configuration due to out of range pace impedance measurements on the right ventricular (rv) lead. A review by technical services (ts) inquired regarding anything in the patient history which would explain a sudden rise over the course of six weeks. Ts also noted noise/artifacts captured on the realtime electrocardiogram was while the patient was programmed to unipolar. Ts noted that stored events from august/november 2025 showed myopotential oversensing due to unipolar mode. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device and rv lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that the patient came into the clinic for a follow up and during interrogation the automatic safety switch was at unipolar configuration due to out of range pace impedance measurements on the right ventricular (rv) lead. A review by technical services (ts) inquired regarding anything in the patient history which would explain a sudden rise over the course of six weeks. Ts also noted noise/artifacts captured on the realtime electrocardiogram was while the patient was programmed to unipolar. Ts noted that stored events from august/november 2025 showed myopotential oversensing due to unipolar mode. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device and rv lead remains implanted.